Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after intubation, the balloon was inflated to 10cc and spontaneously ruptured at the site of inflation. No clinical consequences were observed. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. The reported issue was confirmed. The pilot inflation line was found to be separated and appeared torn. The cause of the issue could not be determined.